Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis coincident with therapy for peritoneal dialysis. Pd therapy was reported to be ongoing. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. The patient was treated with injections of fortum (1 gram per day, intraperitoneally (ip)) and injections of reflin (1 gram per day, ip) for the peritonitis. At the time of this report, the patient was reported to be recovering from the event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the patient's fluid was clear. The patient recovered from the peritonitis (previously recovering). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number was unknown, therefore no sample evaluation or batch review could be performed. Should additional relevant information become available, a follow-up report will be submitted.